Event description:
It was reported that the ilet display developed a large line and the screen became unresponsive; the user power-cycled the device without resolution and was advised to discontinue pump use and transition to backup therapy. Symptoms included no adverse physiological effects and blood glucose reportedly remained unaffected. Outcomes included continued diabetes management using backup therapy without medical intervention or hospitalization. Investigation included a device replacement process with plans for return analysis. Investigation of this case revealed a suspected display malfunction consistent with a screen failure, with no associated alerts or alarms reported. It was concluded that the event was a malfunction of the device display with no patient injury and that standard replacement and follow-up evaluation were warranted.